Manufacturer narrative:
The device is not available for evaluation as patient declined to swap the device. CAPA is currently open for the reportable malfunction of iipv/over-delivery.

Event description:
A customer contacted baxter's technical service center to report a drain volume that meets increased intra-peritoneal volume (iipv) criteria. Per the initial report, the drain volume was 4364ml. The fill volume (fv) was 2400ml. The home patient (hp) refused to swap the device and wanted to finish with manual supplies. During follow up, the patient's nurse stated that the hp accidentally changed the prescription settings along with the fill volume setting. Furthermore, the nurse confirmed that the patient did not have symptoms nor did he feel overfilled. The nurse stated that the hp's prescribed fill volume was 2200ml and the hp changed his last fill volume from 350ml to 300ml. Follow up with hp revealed that he is doing fine and his machine is also functioning properly. The patient did not recall the details of the event and could not answer any questions. No further information was available. Additional follow up with the nurse revealed that the patient's records do not indicate that he drained out 4364ml. According to the nurse, she reviewed the patient's logs at his house and no where in his drain logs was there an excessive drain volume. The nurse stated that she no longer has the records, however, the hp had all normal drain volumes. Furthermore, the nurse stated that the patient could not have reported draining 4364ml as he does not speak english. Per the nurse the patient resumed therapy fine without patient injury or medical intervention.